Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a faded and discolored display screen. During investigation the black box history indicated a time and date reset. Unrelated to the complaint, a review of the pump history indicated that the pump powered down and lost time on (B)(6) 2013 at 10:59pm. The date and time was corrected on (B)(6) 2013 at 11:14pm. The pump was opened; the internal battery was found to be corroded. Also unrelated to the complaint, the battery cap threads were found to be stripped. A test cap was used to complete the investigation. The test battery cap was found to secure tightly to the pump with no visible yellow o-ring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a faded and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.